Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 02/01/2024, was chosen as the best estimate based on the information that suggests the implant procedure was performed in (B)(6) 2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that spaceoar classic device was implanted during a placement procedure performed an unknow date. The patient received spaceoar in (B)(6) 2024 and complained of dysuria on (B)(6) 2024. Therefore, a cystoscopy was performed, and it was observed a gelatinous substance in the patient's bladder. A magnetic resonance imaging (MRI) was performed, and it showed that hydrogel remained between the prostate and rectum, where it should have been, but also showed a white substance in the bladder that appeared slightly different in brightness than urine. In the physician's assessment, this white substance might be the hydrogel spacer. The patient is scheduled to retrieve the substance. The following treatment is unknown, it was suspected that the patient radiation treatment had been delayed as a result of this event.

Event description:
It was reported to boston scientific corporation that spaceoar classic device was implanted during a placement procedure performed an unknow date. The patient received spaceoar in (B)(6) 2024 and complained of dysuria on (B)(6) 2024. Therefore, a cystoscopy was performed, and it was observed a gelatinous substance in the patient's bladder. A magnetic resonance imaging (MRI) was performed, and it showed that hydrogel remained between the prostate and rectum, where it should have been, but also showed a white substance in the bladder that appeared slightly different in brightness than urine. In the physician's assessment, this white substance might be the hydrogel spacer. The patient is scheduled to retrieve the substance. The following treatment is unknown, it was suspected that the patient radiation treatment had been delayed as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 02/01/2024, was chosen as the best estimate based on the information that suggests the implant procedure was performed in (B)(6) 2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: the returned material was analyzed, upon visual inspection, it was indeterminable whether the material had formed into a hydrogel. The material underwent ftir analysis, revealing that the sample was a soft, flexible, gel-like substance without any additional water immersion process. Direct ftir testing of the gel-like material showed an absorbance peak corresponding to expectations for peg, a primary component of spaceoar. These ftir results were also matched with a previous complaint's ftir data, showing perfect alignment between the two gel-like materials. According to the uro research and development polymer subject matter expert assessment, the ftir data suggests the probable presence of spaceoar gel, although not conclusively. It was unable to confirm if the sample provided by the customer is definitively spaceoar. Additionally, the reported event of "gel misplacement - non vascular" will not be confirmed since the conclusion from the material test states: "spaceoar gel is likely present, but not definitively" which is an inconclusive result. It is probable that the interaction between the user and device, or sample, caused or contributed to the error. Based on a review of all available information, the investigation conclusion code selected is unintended use error caused or contributed to event, which indicates "the interaction between the user and device, or sample, caused or contributed to the error." A review of the manufacturing documentation confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no indication that the device was not used in accordance with the labeling. The instructions for use has no issues with translation, wording, or graphics and therefore needs no revision. The similar complaint review could not be completed as the physician applier is unknown.